Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per dealer the seat upholstery is ripping and the stripping that is attached to the upholstery is bent.